Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing during episodes of ventricular fibrillation on both near and far fields was observed. Programming changes were recommended.